Event description:
The customer received a blood glucose reading of 285mg/dl on the contour next ez, re-tested on a different meter and the reading was 122mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer's strips were not expected to be returned. Product was not replaced.